Manufacturer narrative:
Device has not yet been returned for physical evaluation. Log files show that the alarm was active since 18-june-2019. Gas path test shows that safety valve is leaking. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported that alarm 389 "no o2 dosing possible" is active on bellavista 1000. Information on patient involvement or harm has not yet been provided.